Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was intermittently failing. A field service engineer (fse) inspected the device and found two srms, with one connected to the other via a grey bus cable, along with main, auxiliary, and tower units chained together. It was determined that excessive power draw across the chained devices might have caused intermittent srm failures. One srm was found using a 12-ft grey bus cable connected to the second refrigerator. The fse replaced it with a 25-ft grey bus cable and rebooted the device. Although the issue initially persisted, after a full reboot the error message cleared. The customer tested the refrigerator multiple times successfully, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, jh1emr srm fridge latch not released. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.